Event description:
Information received indicates the ground pin on the power cord is loose which is causing a high ground resistance reading.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.